Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blood glucose reading of 90 mg/dl and sensor reading 100 points off. The customer pulled out the sensor and the cannula was crooked. The product was not returned for analysis.